Event description:
The patient via a manufacturer representative reported that their implantable neurostimulator (ins) was overdischarged. The patient's stimulation stopped working and they had a loss of stimulation. The patient tried to charge their ins but was unsuccessful. The manufacturer representative tried to interrogate the ins but could not. Additional information received from the patient reported that the battery was not holding a charge after the overdischarge. A full ins charge was only lasting 7 to 8 hours. The patient met with a manufacturer representative and they took their time to charge the ins but it was still not holding a charge. The patient was implanted for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.